Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient experienced couple falls due to which the ipg was sitting at an awkward angle causing pain to the patient at the ipg site. As a result, the scs system was explanted.